Event description:
The user facility reported that during a case, the radifocus runthrough (sic) wire broke off in a coronary. They ended up crushing it with a stent. It was a bifurcation stenting case. The patient condition was stable, and the procedure was a success. Additional information was received on 26jan2020. The doctor was deploying kissing stents in the lad and a diagonal. The runthrough wire was behind one of the stents. After deployment, the run-through wire was pulled; however, it became hung up in the stent. As he attempted to remove the wire a piece of it broke off and the wire came free. The physician ended up deploying a third stent that covered the portion of the run-through wire that was left behind, crushing it to the vessel wall. The patient was fine, and no other issues were noted since. All three stents were xience stents. The rn noted that it had been a long case; the issue occurred after about three hours in the case. The broken piece was not retrieved.